Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had surgery on 29-oct-2018 to replace both leads. A fracture was evident on one lead, however, the surgeon thought he may have cut the lead while removing the leads.

Manufacturer narrative:
Product ID: 97791, serial# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she didn't feel her stimulator was working because she was experiencing increased pain. The patient stated she fell several times over the past six months. An impedance check was performed on all electrodes and found that all contacts were over 40000 ohms. The physician was informed of the issue and it was discussed to schedule the patient for surgery to have the leads replaced as a lead fracture or disconnect was suspected. The issue was not resolved at the time of the report and surgery had been planned but not scheduled. The indications for use were non-malignant pain and other chronic/intractable pain of the trunk/limbs.

Manufacturer narrative:
Product ID 97791, serial# unknown. Product type accessory, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead. Analysis of the lead ((B)(4)) found that all conductors were broken 14.1 cm from the distal end. Analysis of the lead ((B)(4)) found that all conductors were broken 16.0 cm from the distal end. If information is provided in the future, a supplemental report will be issued.